Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of ceramic liner edge. Patient consequence? :yes. Patient consequence description:liner leaved in the shell. Action taken for procedure: can¿t take out the liner. Liner leaved in the shell. Procedure prolonged for 1 hour and 20 minutes. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.